Event description:
Information was received from a consumer regarding a patient receiving ¿some kind of morphine¿ via an implanted pump. The indication for pump use was non-malignant pain. The patient reported that their pump has been alarming for the last 2.5 days. Per the patient, they had been trying to get in touch with their healthcare provider but had not been able to get ahold of anyone after multiple attempts. The patient described the pump alarm as a dual tone like a european ambulance that was 'a varying tone back and forth, it's not the same one every time ¿ it's multitone,' and then stated that the sound appeared to sound different with their hearing aids in. While on the call, the patient mentioned they'd been sick with covid for 2 years now. The agent assisted the patient in connecting to the pump with their ptm (personal therapy manager) and the patient reported seeing code 8286 (empty reservoir). The agent reviewed the meaning of the code. The patient requested and was sent physician listings.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the healthcare provider who reported the cause for the empty pump was patient error and non -compliant patient. The patient was work comp and all claims/meds denied without authorization. The patient would not give information to obtain authorization and refused lowered self-pay rates. The actions and interventions taken to resolve the issue was the patient was contacted mon/wed/fri of every week since (B)(6) 2024 to obtain information for authorization. Information was not provided until february 03, 2025. Authorization was started and marked urgent. The patient still refused any payment program stating ¿if it goes dry oh well.¿ the patient was offered to have saline in the pump and the patient refused. The healthcare provider explained that when auth/meds obtained they would attempt refill but that it was no guarantee of integrity of the pump/cath. If approved and pump fails they would send the patient to original surgeon for dye study and possible explant/revision.